Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with three prostyle devices after an interventional ablation procedure using a 14f sheath. Reportedly, with all three devices, the suture was not present when the plunger was removed. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494- indication for use. The device was not returned for analysis. A review of the lot history record was not performed because the lot number was not reported. It should be noted that the prostyle instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the absence of pre-close technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.